Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient was then placed under general anaesthesia on (B)(6) 2024, in order to explant the device and the site was irrigated and closed. There are no plans to reimplant the patient with a new device as of the date of this report.